Event description:
Related to MFR report# 2183959-2012-00293. On (B)(6) 2011, the pt was implanted with a monarc sling. It was reported that the pt experienced pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was also indicated that the pt has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.